Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's battery overheated and the battery caught on fire. The complainant was unable to seat another battery. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical; the event battery was returned for evaluation. The customer's report that a battery caught fire into the device was confirmed. The battery that was returned is a non-zoll battery and is not recommended by zoll. Testing of the battery was not possible due to the damage. Analysis for reports of this type has not identified an increase in trend.